Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to an unspecified reason the patient had his spectra penile prosthesis (spp) removed and replaced. The spp was explanted and an inflatable penile prosthesis (ipp) consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted.